Manufacturer narrative:
(B)(6).

Event description:
It was reported the powermax elite mdu hand control continues to operate and get warm. No patient injury or complications were reported.

Manufacturer narrative:
The reported complaint of continues to operate and have a fever could not be confirmed. Product did not overheat during functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.